Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 174 mg/dl and their sensor glucose read 47 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had blood at site. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per dop114 830. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.